Manufacturer narrative:
D10: (B)(6): 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6): 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t . (B)(6): 200-07-35 - advanced patella 35mm 3 peg implant. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00811. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 78 months after a left total knee replacement procedure, the patient underwent a revision procedure to address femoral loosening. The patient experienced joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, polyethylene wear, osteolysis, and intact cement mantle. Patient was last known to be in stable condition following the event. No further issues or complications were reported. X-ray and device photo provided. No device returns anticipated. Due to the recall, the hospital will not release the implants. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. The revision reported may have been due to prosthesis wear of the tibial insert and patella component, the result of an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening, and/or inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and tibial insert prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.